Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to the keypad traces. There were no button error alarms noted. The insulin pump was received with a missing end cap sticker and minor scratches on the lcd window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he received the alarm when he was getting ready for the day. Customer's blood glucose was 80 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.